Event description:
It was reported that during an implant attempt, the lead was attempted but not used. The lead could not enter the right ventricle via an 11 french safesheath with guidewire. After pulling out the lead from the sheath, the lead was bent and the screw would not retract. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.